Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided.

Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, lot number, serial number, and UDI number) are all 'unknown', and section h4 (device manufacturing date) shall be left blank. Ventec reached out to the initial reporter, asking for the patient's information and the device serial number, however, the initial reporter has been unable to provide additional information at this time. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.